Event description:
Information received from an article: malatesta e, nuzzi np, duvenito I, et al. Endovascular treatment of intracranial aneurysms with flow-diverter stents: preliminary single-centre experience. Radiol med. 2013 sep;118(6): 971-983. During a study conducted between (B)(6) 2009 and (B)(6) 2012, twenty eight consecutive patients (6 men and 22 women both with a mean age of 54 yrs) with a total of 35 aneurysms were treated with either fds (flow diverters) or peds (pipeline embolization device). Thirty six (36) peds (diameter from 2.5mm to 4.5mm, length from 16mm to 20mm) were used in 25 patients. 24 of the patients were pretreated with 250 mg of ticlopidine twice daily for five days. One patient had a ruptured aneurysm; therefore, a bolus of 300 mg of clopidogrel was administered 6 hours prior to the procedure. All patients were given heparin at the beginning of the procedure while a bolus of acetylsalicylic acid was administered during the release of the ped. Post procedure, the patients were to maintained on dual antiplatelet therapy (250 mg of ticlopidine twice daily and 300 mg of acetylsalicylic acid once daily) for the first three months and then single antiplatelet therapy (300 mg of acetylsalicylic acid once daily) was to be continued for three to six months. Out of the 25 patients treated with peds, one patient was treated for a dissecting middle cerebral aneurysm. During the procedure, the distal end of the ped did not open properly with locking and distal migration of the system in the parent artery. Attempts were made to recover the system by using a snare-andra, hyperform balloon, and alligator retrieval device, but without success. The vessel became perforated and subsequently the patient expired after 24 hours.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).